Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer woke up with a blood glucose over 20 mmol/l. Customer stated that she cannot get her blood glucose to come down. Customer stated that she changed sets and is doing manual injections. Customer stated that injections bring her blood glucose down but the insulin pump does not work. Customer's blood glucose was 22.9 mmol/l. Customer treated with manual injections. Troubleshooting was performed and customer had symptoms of high blood glucose such as extreme thirst and a headache. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer stated that the cannula was not bent. Customer was advised to do a complete set change.